Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Items are to be returned for evaluation. Upon return of items and completion of evaluation, a follow-up report will be sent to the FDA this is 1 of 2 mdrs relating to the same reported event. (Ref. Mdrs 3002806535-2013-00225 / 226).

Event description:
It was reported that patient underwent primary hip surgery on (B)(6) 2007. Revision procedure was performed on (B)(6) 2013 due to pseudotumor. No further information was received.